Event description:
The customer reported hydrogen peroxide contact. The customer reported tingling and whiteness on the palm of her hand after removing a load from a completed cycle. The customer did not see a doctor or require treatment. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The fse checked the system and found everything to be within specifications.